Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified,patient's legal representative stated dysuria, urinary retention with incomplete bladder emptying, pelvic pain, nocturia and hesitancy.